Event description:
It was reported that the biomed needs assistance with device that was not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. A root cause could not be definitively identified. Dfmea ra2800010, revision 23 was reviewed for this investigation. The reported event is addressed in step/item #s (B)(6). This failure falls in a low residual risk region. The fmea attempts to predict the worst-case severity. The severity/effects of this complaint were addressed within the fmea. Potential root causes were identified and reviewed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Dfmea ra2800010, revision 23 was reviewed for this investigation. The reported event is addressed in step/item #s (B)(6). This failure falls in a med residual risk region. The fmea attempts to predict the worst-case severity. The severity/effects of this complaint were addressed within the fmea. Potential root causes were identified and reviewed. The instructions-for-use under (B)(6) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed needs assistance with device that was not cooling.